Event description:
Related manufacturer reference number: 2017865-2022-09212. It was reported that the patient presented in the clinic. Device interrogation revealed the left ventricular (lv) lead exhibited failure to capture and sensing in all the vectors. Chest x-ray revealed lv lead macro dislodgement, the lead had pulled back in the superior vena cava (svc) and it was also noted that the right atrial (ra) lead had lack of slack. All electrical measurements were stable on the ra lead. The lv lead was explanted and replaced; slack was added to the ra lead. The patient was in stable condition prior, intra and post procedure.